Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The autopsy report from the georgia bureau of investigation concluded, ¿this 42-year-old, black male, [redacted], died of complications of heart failure. Per report, he and a family member were found deceased in their residence, which was involved in a fire. Investigation by law enforcement and fire department revealed no suspicions of foul play. Autopsy examination and toxicology analysis revealed no definitive evidence of smoke inhalation; therefore, the thermal injury noted appears to have occurred postmortem (after death). Based on information available at this time, the manner of death is certified as natural.¿ related mobile power unit MFR #: 2916596-2023-07159. Related system controller MFR #: 2916596-2023-07160.

Event description:
The investigative report from the clayton county fire and emergency services concluded, ¿based on all of the statements gathered and my thorough examination of the scene, it is my conclusion that this fire was an accidental occurrence caused by an electrical surge from the medical device that was located on the floor of the bedroom. The origin of the fire was determined to be the floor/carpet where the wiring for the device was situated in order to supply medical care to the victim. The device was located near the closest [sic] and the device's leads were stretched across the floor, supplying the necessary care to the victim. The only source of ignition in the area was determined to be the leads of the aforementioned device.¿

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient¿s autopsy report was provided for review, which stated that the patient expired due to complications of heart failure. The autopsy examination and toxicology analysis revealed no definitive evidence of smoke inhalation. Therefore, it was the opinion of the medical examiner that the patient¿s fire-related injuries appeared to be post-mortem. After repeated requests for product return and additional information, the patient¿s representative has not provided additional information at this time and has not indicated if additional information or the product will be returned. If additional information and/or the product becomes available, the complaint and investigation will be reopened. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Discussion with the manufacturer¿s legal team confirmed that the patient had passed away in a fire. The cause of death and source of the fire were both unknown. No additional information is currently available, and the manufacturer is continuing efforts to have additional information be voluntarily shared for investigation.